Event description:
On hour 40 of 48 hour hme filter for ventilator, patient's tidal volume and expiratory volume noted to be less than ideal based on settings. Patient bagged manually with 100% o2. Hme filter replaced with a new one.